Manufacturer narrative:
One used sample and 10 unused samples were received for evaluation. Six of the 10 unused samples were visually inspected and a simulated use test revealed no issues were found when the sealed needle was attached onto a luer lok tip syringe and was activated according to instruction for use. The used sample was visually inspected and was found with the safety shield disengaged. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5106260. Conclusion: this complaint is unconfirmed based on sample investigation and samples were forwarded to the manufacturing site for further evaluation. Upon completion of the manufacturing site¿s investigation, a second supplemental report will be filed. Of note, a CAPA was opened to identify and address the potential causes of safety shield disengagement. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Results: a secondary investigation was completed by the manufacturing site on 11/26/2015. A visual inspection of the used sample revealed that the cannula was bent and the safety shield was disengaged from the hub, however no damage was seen on either the hub or the safety shield. A review of the in-process inspection did not show the reported non-conformance. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot number 5106260. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the disengagement of the device safety shield could possibly be due to over compressing the safety shield upon activation which would also result in the bent cannula.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd eclipse hypodermic needle, the safety mechanism broke and the clinician received a contaminated needle stick injury. The source patient is (B)(6) and both patient and clinician received routine post exposure lab work. The clinician's lab tests were (B)(6). It is unknown if the clinician received any prophylactic treatment.